Event description:
Patient hung up to 5 fu chemo bag via, curlin infusion pump 12/12/06: patient received multiple air in line alarms. Rn sent to pt's home to evaluate. Champagne bubbles accumlated in bag near IV hanger. Bag was removed from fanny pack and inverted. Problem was resolved. Possible defect in bag or leak. No fluid observed on outside of bag. No injury to pt.